Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed button error. Customer stated she was putting information in the insulin pump and the numbers kept scrolling. Troubleshooting was done. Customer's blood glucose was 210 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received with intermittent buttons, due to light moisture damage on keypad traces. No display ramping on its own anomaly noted. No button error alarm noted. Insulin pump was received with minor scratches on lcd window and cracked case to display window corners.